Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred with subsequent surgery required. The lesion being treated was located in the tremendously calcified left anterior descending (lad) artery. The physician deployed the 4.00x24mm taxus liberte stent. The physician attempted to inflate and deflate the balloon and was unsure if the balloon deflated after the second inflation. After multiple attempts to remove the balloon, the physician was unable to retrieve the stent delivery catheter from the vessel. The proximal shaft was cut and a 5f guide catheter was placed. The physician attempted to re-sheath the balloon. This was unsuccessful. The pt went to surgery for emergent bypass. The stent and stent delivery system were successfully removed. Pt status reported as "stable, hypertensive". Add'l info was requested but not provided.